Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms. The rv lead is not a boston scientific product. This was discovered via a remote monitoring alert message. The patient then came into the clinic for a follow-up visit and the rv lead was evaluated. Multiple posture, isometric and pocket manipulation tests were performed but the observed impedance measurements were stable around 700 ohms. The high out of range impedance measurement could not be recreated. It was believed that based solely on the high out of range impedance measurement, the rv lead may have a conductor fracture or an insulation breach. The patient will continue to be monitored remotely and with outpatient visits. The lead remains in- service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).